Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue. Review of tracking and trending for the alinity I cyclosporine assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 62533fz00. The device history record review for lot 62533fz00 did not identify any nonconformances associated with the lot number and complaint issue of erratic results. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of alinity I cyclosporine was reviewed using field data from customers worldwide and is comparable to other lots in the field, indicating that the lot is performing acceptably in the field. Based on the investigation, no systemic issue or deficiency with the alinity I cyclosporine assay for lot 62533fz00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant alinity I cyclosporine results for a patient with the date of birth (B)(6) 2019. The results were provided included multiple sids for the same patient. (Customer provided cyclosporin reference range = 100-400 ng/ml). (B)(6) 2024 result = 59.6 ng/ml. (B)(6) 2024 sid (B)(6) result = 87.9 ng/ml. (B)(6) 2024 sid (B)(6) result = 95 ng/ml. (B)(6) 2024 sid (B)(6) result = 56.3 ng/ml. (B)(6) 2024 result = 66.5 ng/ml. (B)(6) 2024 result = 106.8 ng/ml. (B)(6) 2024 result = 152.8 ng/ml. (B)(6) 2024 sid (B)(6) result = 154.9 ng/ml. (B)(6) 2024 sid (B)(6) result = 399.8 ng/ml. (B)(6) 2024 sid (B)(6) result =101.4 ng/ml. (B)(6) 2024 sid (B)(6) result = 93.5 ng/ml. (B)(6) 2024 sid (B)(6) result = 125.4 ng/ml. (B)(6) 2024 sid (B)(6) result = 104.8 ng/ml. (B)(6) 2024 sid (B)(6) result = 181 ng/ml. (B)(6) 2024 sid (B)(6) result = 349.2 ng/ml. (B)(6) 2024 sid (B)(6) result = 150.2 ng/ml. (B)(6) 2024 sid (B)(6) result = 73.4 ng/ml. (B)(6) 2024 sid (B)(6) result = 49.1 ng/ml. (B)(6) 2024 sid (B)(6) result = 55 ng/ml. (B)(6) 2024 sid (B)(6) result = 69.8 ng/ml. (B)(6) 2024 sid (B)(6) result = 63 ng/ml. (B)(6) 2024 sid (B)(6) result = 111.4 ng/ml. (B)(6) 2024 sid (B)(6) result =75.5 ng/ml. (B)(6) 2024 sid (B)(6) result = 245 ng/ml. (B)(6) 2024 sid (B)(6) result = 21.1 ng/ml. (B)(6) 2024 sid (B)(6) result = 176.6 ng/ml. (B)(6) 2024 sid (B)(6) result =173.3 ng/ml. (B)(6) 2024 sid (B)(6) result = 85.2 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). This report is being filed on an international product, list number 9p39 that has a similar product distributed in the us, list number 1l75, with 510k/PMA/bla number k080751. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant alinity I cyclosporine results for a patient with the date of birth (B)(6) 2019. The results were provided included multiple sids for the same patient. (Customer provided cyclosporin reference range = 100-400 ng/ml). On (B)(6) 2024, result = 59.6 ng/ml. On (B)(6) 2024, sid (B)(6) result = 87.9 ng/ml. On (B)(6) 2024, sid (B)(6) result = 95 ng/ml. On (B)(6) 2024, sid (B)(6) result = 56.3 ng/ml. On (B)(6) 2024, result = 66.5 ng/ml. On (B)(6) 2024, result = 106.8 ng/ml. On (B)(6) 2024, result = 152.8 ng/ml. On (B)(6)2024, sid(B)(6), result = 154.9 ng/ml. On (B)(6)2024, sid (B)(6), (B)(6) result = 399.8 ng/ml, on (B)(6)2024, sid (B)(6), result =101.4 ng/ml, on (B)(6)2024, sid (B)(6), result = 93.5 ng/ml, on (B)(6)2024, sid (B)(6), result = 125.4 ng/ml, on (B)(6) 2024, sid (B)(6), (B)(6) result = 104.8 ng/ml, on (B)(6)2024, sid (B)(6), (B)(6), result = 181 ng/ml, on (B)(6) 2024, sid (B)(6), result = 349.2 ng/ml, on (B)(6)2024, sid(B)(6) (B)(6), result = 150.2 ng/ml, on (B)(6)2024, sid(B)(6), (B)(6), result = 73.4 ng/ml, on (B)(6)2024, sid (B)(6), result = 49.1 ng/ml on (B)(6)2024, sid (B)(6), result = 55 ng/ml on (B)(6)2024, sid (B)(6), result = 69.8 ng/ml on (B)(6)2024, sid (B)(6), result = 63 ng/ml on (B)(6)2024, sid (B)(6), result = 111.4 ng/ml on (B)(6)2024, sid (B)(6)4, result =75.5 ng/ml on (B)(6)2024, sid (B)(6), result = 245 ng/ml on (B)(6)2024, sid (B)(6), (B)(6) result = 21.1 ng/ml on (B)(6)2024, sid (B)(6), result = 176.6 ng/ml on (B)(6)2024, sid (B)(6), result =173.3 ng/ml on (B)(6)2024, sid (B)(6), (B)(6) result = 85.2 ng/ml no impact to patient management was reported.